Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with a high blood glucose (bg) level (270-301 mg/dl). The cause of the high bg was not known. During a bolus via the pump to address the high bg, a cartridge alarm 19 occurred. The customer changed the cartridge and infusion set tubing. The alarm did not reoccur. A pump system check was performed using the new pump supplies and no device issue was identified. The cause of the high bg could not be determined as the pump supplies had been changed.